Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) needed the batteries replaced. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. In order to solve the issue, the fse replaced the batteries. The fse then checked all parameters and found the unit to be good. The unit was then handed over in good working condition.

Event description:
N/a.